Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the implantable cardiac monitor (icm) encountered transmission data missing due to technical problems/poor mobile signal reception. The icm remains in use, and no patient complications have been reported as a result of this event. The patient is a participant in the reveal af clinical study.